Event description:
New information noted that the patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, the right ventricular lead exhibited high capture thresholds. Chest x-ray revealed lead dislodgment. The device was programmed to aair mode. The patient was in stable condition. The lead was capped and replaced on (B)(6) 2016.